Event description:
It was reported when using the bd luer-lok¿ tip syringe there was scale marking issues and the plunger rod was broken/damaged. The scale marking issue involved 1800 devices. The damaged plunger event involved 10 devices. The following information was provided by the initial reporter. The customer stated: there were "defects found on the 5 ml syringes. The syringes had a damaged graduated scale making them unusable. With this lot we also found some syringes with damaged plungers."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-18. H6: investigation summary : three photos and five loose 10ml syringes (p/n 301029) were received. The samples were visually evaluated. Two syringes were observed to have a rough appearance and porous print near the mid-point of the graduated scale with all markings still legible. One syringe had a lengthwise scratch extending from the zero line through the scale down into the bd logo, all grad lines affected were missing less than 50% of their printed surface. These three syringes are considered acceptable per product specification. One syringe was observed to have porous print near the mid-point of the graduated scale however the 5ml numeral was not legible. One syringe had missing print on several grad lines between the 6ml and 8ml grad line, also on the 9 numerals. In both instances the print appeared to have been scraped off. These two syringes were non-conforming per product specification. Potential root cause for the missing print defect is associated with the assembly process. It is possible that a jammed component in the assembly machine caused some of the print to be inadvertently removed from the syringes before dislodging itself. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #0142212 is considered in compliance with our product specification requirements. Since no samples displaying the plunger defect were received potential root cause could not be established and corrective actions are not required. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was scale marking issues and the plunger rod was broken/damaged. The scale marking issue involved 1800 devices. The damaged plunger event involved 10 devices. The following information was provided by the initial reporter. The customer stated: there were "defects found on the 5 ml syringes. The syringes had a damaged graduated scale making them unusable. With this lot we also found some syringes with damaged plungers."